Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call cosmetic damage and blank display on the insulin pump. Customer's blood glucose level was 280 mg/dl. Customer advised the insulin pump fell to the floor and the buttons popped out. Customer advised the insulin pump had a blank display and would not turn on.